Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial connector portion of the lead was returned in one piece measuring 6.7 cm. Full breach insulation degradation was found at 6.6 to 6.7 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.